Event description:
A 26mm diameter x 15mm diameter x 16.5 length aneurx bifurcated stent graft and its components were impalnted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. No complications were reported during the implant procedure. It was reported that the aneurysm had enlarged with no detectable endoleak; therefore, the decision was made to explant the device and convert the pt to open surgical aneurysm repair. The explant procedure was performed in 2002. As the abdomen was explored, the physician reported that the aneurysm was pulsatile, no significant diffculty was reported removing the stent graft, and there was no bleeding noted from the lumbar arteries. No clinical sequelae were reported, and the pt is reported to be fine.